Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(6) 2012. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during a femoral nailing-left, the surgeon was manipulating the nail and the small tab on the insertion handle broke off. The patient was not harmed. The instrument is available for return.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The product development evaluation, visual inspection report stated that insertion handle is broken at tang as described. No other signs of distress of misuse. (B)(4). Of the 4 complaints related to post revision devices, 1 is noted as having left the broken piece inside the patient, 1 that the tang was bent and 2 that were broken with no indication if the broken piece was retrieved. (B)(4). Furthermore a broken instrument can lead to extended or time or use of an alternate instrument (another insertion handle). (B)(4). Design is adequate for its intended purpose. Risk analysis will be updated during the next major revision. Complaint is valid but within acceptable limits.